Event description:
A facility paramedic connected the device to a pt diagnosed in ventricular fibrillation. Reportedly, the device would not transfer defibrillator energy to the pt through the therapy cable. The pt was not resuscitated. The reporter had no add'l info concerning the event.